Event description:
Information was received indicating that during infusion of remodulin for a patient with pulmonary arterial hypertension, a smiths medical cadd-legacy one ambulatory infusion pump exhibited a "no disposable found" alarm. Per reporter patient was able to continue therapy using a backup pump and a new cassette. It was also reported that the patient was hospitalized for an unspecified reason. No adverse patient effects were reported. It was reported that the medication was administered via continuous intravenous therapy, dose 30ng/kg/min.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the downstream occlusion sensor cause disposable detected and beeping. Rear housing assembly and lens were damaged. Downstream occlusion sensor, rear housing assembly and lens to be replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.